Manufacturer narrative:
The internal serial number listed on the pump¿s status screen is (B)(6). Retainer ring = black. The customer alleged blank display, high bgs, and unexpected battery alarm/alerts on december 29, 2021. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device had high sleep current measurement. Device powered up properly after the test battery was inserted. Device was monitored for 2 days. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly or unexpected suspend anomaly noted. The suspend on low alarm functions properly. Please see below for the user suspend listed in the formatted history file. 12/29/2021 11:53:08.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. There was no pump error 25 in the formatted history file. However, there was unexpected low battery alarm, unexpected power loss alarm, unexpected replace battery alert and unexpected replace battery now alarm on the event date in the formatted history file due to corroded electronic assembly. Cleaned the electronic assembly with isopropyl alcohol. Tested original pcba 1 with a test pbca2, the pump still had high sleep current measurement. Tested original pcba 2 with a test pcba 1, the pump still had high sleep current measurement. The pump had high sleep current measurement due to corroded electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, missing serial number label, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. During visual inspection, the motor and force sensor had moisture damage. Blank display was not confirmed. Unable to confirm alleged high bg's. Unexpected battery alarm/alerts (high sleep current) was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 495 mg/dl. Customer was feeling lethargic and had tingling sensation due to high blood glucose. Customer treated with the manual injection. It was stated that the auto mode was active at the time of incident. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for the high blood glucose. It was stated that the insulin pump had power loss alarm. The self test and displacement test were performed and both were passed. The insulin pump will be returned for analysis.